Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to calibrate the co2. The customer tried to calibrate the co2 but the device would only display "co2 warming up" for long periods. There was no reported patient or user involvement and no adverse patient/user impact.